Event description:
Procedure type: hernia. According to the reporter: the seal on the device broke off. Another device was used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).